Event description:
It was reported that, "the team has received verbal communication from dr. (B)(6) that he has 10 patients that have a potential metal sensitivity to the rejuvenate modular stem/neck. These patients have not yet been revised. As the team has more information they will continue to provide it."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00248.